Event description:
Rep reported that the device was over draining and as a result, needed to be explanted. The patient did not receive a replacement valve and was sent home.

Manufacturer narrative:
Examination of the valve determined that biological debris within the device likely caused the difficulty experienced by the customer. This biological debris was dislodged during flow testing of the returned valve. After dislodging, the valve passed the pressure tests. Review of the device history record confirmed the valve met specifications when released to stock. At this time, the complaint is considered to be closed.

Manufacturer narrative:
In addition, a new (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to (B)(4). (B)(6).

Event description:
In a phone conversation the customer reported that: "patient had the certas valve implanted on (B)(6), 2012. After approximately one month, it was verified that the valve was over-draining, and had to be explanted". Additional information called in on (B)(6) 2012 by the patient's niece explained that dr. (B)(6) called to report that on (B)(6) 2012 her uncle's certas valve (implanted on 2/8) indicated that the flow at cat scan was too high. A small subdural collection was forming. The valve was adjusted to a rate of 5 on 2/16 and to 8 on 3/1. The flow collection worsened, therefore; surgery was performed to tie off catheter. The valve was removed on (B)(6) 2012. Bilateral burr holes for bilateral subdural hematoma evacuation was performed due to deteriorating neurological status. Patient condition is stable patient has no valve and is home. Per (B)(6) the rep (B)(6) picked up the valve on (B)(6). Note: the rep was contacted and indicated that he already called in this complaint and that (B)(4) was assigned. Therefore; this complaint was rejected. In addition, a new (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to (B)(4). (B)(6).

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.